Manufacturer narrative:
The device will not be returned for investigation. A DHR review could not be performed because the catalogue number and lot number are unknown.

Event description:
It was reported that following removal of a wingspan stent from an animal during a pre-clinical study, a stent strut was discovered to be fractured. The device was submitted for histology evaluation and will not be returned for investigation.